Event description:
No additional information to report at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, g3, h2, h3, h6. H6: proposed component code: mechanical (g04) - drill. The reported event was confirmed via product return. Visual inspection of the returned product identified the device exhibited signs of use, with wear/ring marks along the shaft and slight deformation and discoloration on the connecting end, and was fractured at the flutes. Not all pieces were returned. Hardness test and dimensional analysis was performed and all results were within specification. Product information verified from etch. Review of the device history records identified no deviations or anomalies during manufacturing. The device had been in the field for approximately eight years and eleven months; it is unknown how many times the device was used. The root cause is attributed to normal wear and tear of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the drill broke. The surgery was completed without the broken drill bit with the use of smooth trocar pins in place of where the doctor would have used the drill. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.